Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens intraocular lens using the ci-28 delivery device. During lens insertion, the pt had a hip spasm causing his head to turn into the injector, resulting in a tear of the rhexis edge. Intervention was performed in order to enlarge the incision and remove the lens. Another intraocular lens was implanted successfully. The incision wound was sutured. Reference MDR # 2031924-2010-00237.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report. (B)(4).